Event description:
It was reported that on literature review "intramedullary nailing through suprapatellar approach with semiextended position for the treatment of tibial fractures", after surgery with trigen metal nail, one patient had a superficial necrosis of the wound. The event were treated by changing the dressing, scabbed the wound. The wound healed after the scap peeling. No further information is available.

Manufacturer narrative:
Internal reference number: case (B)(4). Yusheng, y. (2021). Intramedullary nailing through suprapatellar approach with semiextended position for the treatment of tibial fractures. 10.12200/j.issn.1003-0034.2021.05.011.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. However, per the article the wound was healed after the scab peeling. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.